Manufacturer narrative:
(B)(4).

Event description:
This lead was found to be micro-dislodged due to high thresholds. The lead was successfully revised and remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.